Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the customer confirmed that there was an issue with the display that required the replacement of the user interface (ui) assembly. The customer reported on (B)(6) 2024 that the ui assembly was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a display with no "activity." There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a display with no "activity." The customer was provided with the part numbers for a replacement user interface (ui) assembly. The investigation is ongoing.